Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("device breakage") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included smoker (smoke cigarettes). In june 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in march 2013. At the time of the report, the pelvic pain, device breakage, vaginal discharge, nausea, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, nausea, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and reporter, patient demographic information, other relevant history were added. Product start, stop date updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included smoker (smoke cigarettes). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she had surgery to remove the essure) and surgery (surgical removal of coil). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, vaginal discharge, nausea, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, nausea, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain chronic sharp pelvic pain") and device breakage ("device breakage") in an adult female patient who had essure (batch no. 867697) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included smoker (smoke cigarettes). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), nausea ("nausea"), endometriosis ("endometriosis"), feeding disorder ("unable to eat") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she had surgery to remove the essure, essure removal with salpingostomy and tubal ligation) and surgery (surgical removal of coil). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, vaginal discharge, nausea, female sexual dysfunction, dysmenorrhoea, dyspareunia, endometriosis, feeding disorder and vaginal infection outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, endometriosis, feeding disorder, female sexual dysfunction, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy of date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: added new events vaginal infection, unable to eat and endometriosis, historical drug, and added lot number. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain chronic sharp pelvic pain") and device breakage ("device breakage") in an adult female patient who had essure (batch no. 867697-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included smoker (smoke cigarettes). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), nausea ("nausea"), endometriosis ("endometriosis"), feeding disorder ("unable to eat") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she had surgery to remove the essure, essure removal with salpingostomy and tubal ligation) and surgery (surgical removal of coil). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, vaginal discharge, nausea, female sexual dysfunction, dysmenorrhoea, dyspareunia, endometriosis, feeding disorder and vaginal infection outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, endometriosis, feeding disorder, female sexual dysfunction, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy of date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery, incident, no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.